Manufacturer narrative:
A livanova field service engineer was dispatched at the customer facility and confirmed the error e05 on patient side. To solve it, the stirrer motor was replaced. Functional tests were performed according to manufacturer specifications with positive results and the system returned to service. A device service history review has been performed and identified that the unit had two similar events since the unit manufacturing date. Based on the investigation findings of similar events, the most likely root cause might be linked to: an early failure of the stirrer motor. An unintentional user error that could have wet the electro-mechanical parts of the motor during filling, wearing of the component affected by the specific use condition at customer site. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states of america. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report about a heater-cooler 3t system displaying error code 5 'pump does not start'. The issue occurred during procedure. There is no report of patient/user injury.